Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h11.

Event description:
N/a.

Event description:
It was reported that a clear liquid was observed inside the statgard of the transray plus 40cc device, which later changed color to yellow. No patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit, e1 event site name: (B)(6) hospital. Due to characterization limit, e1 event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).